Event description:
User stated that analyzer was leaking underneath and onto the floor. No erroneous pt results were generated. No one has been injured or fallen due to the leak.

Manufacturer narrative:
The field service representative determined there was a cracked stopper in the wash station and replace it.